Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had leaks in the reservoir and then he changed the reservoir. Customer was advised to monitor his blood glucose. Customer noticed that he had air bubbles in the reservoir and a bubble in the insulin vial. When the customer put insulin back into the new reservoir, he did not see any bubbles. Customer stated that his pump had been on the wrong setting for a year. Customer stated that he will monitor the pump.